Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger/modem would not power up past the splash screen. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up past splash screen) has been confirmed. The cause of the problem was isolated to pxa component u104 on the battery charger/modem pca board. The pxa component had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.